Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. A review of the manufacturing documentation associated with this lot# f2019203 presented no issues during the manufacturing process that can be related to the reported complaint. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 6f/7f mynxgrip vascular closure device (vcd) was pulled out after the procedure and hemostasis was not perfect. There was no reported patient injury. The type of procedure was a interventional peripheral. The procedure used a retrograde approach. The deployer was mynx certified. A 6f non cordis sheath introducer was used : the femoral artery was suitability verified on angiography or venography , including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The vessel tortuosity was severe. Hemostasis was achieved by manual compression for 20 mins. The patient was not hospitalized and the hospitalization was not extended as a result of the event. The patient recovered after the event. The device will be returned for evaluation..

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly g4,g7,h1,h2,h3 and h6. As reported, the sealant of a 6f/7f mynxgrip vascular closure device (vcd) was pulled out after the procedure and hemostasis was not perfect. There was no reported patient injury. The type of procedure was a interventional peripheral procedure. The procedure used a retrograde approach. The deployer was mynx certified. A 6f non-cordis sheath introducer was used. The femoral artery was suitability verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The vessel tortuosity was severe. Hemostasis was achieved by manual compression for 20 mins. The patient was not hospitalized, and the hospitalization was not extended as a result of the event. The patient recovered after the event. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle cartridge was engaged to the black handle, the syringe was connected to the device with the stopcock open, and the sealant sleeves were observed to have been displaced close to the distal end of the green handle as received. The sealant, advancer tube and procedural sheath were not returned with the device. The shuttle cartridge & catheter were inspected for damages/anomalies which may have contributed to the reported failure. No damages/anomalies were observed. Per functional analysis, the sealant and advancer tube were not returned with the device. The device was returned in a complete removal of the device. No functional non-conformities were observed on the returned device. A product history record (phr) review of lot f2019203 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant dislodged¿ was not confirmed during analysis of the returned device. Without the return of a whole device a complete physical evaluation could not be performed. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as failure to hold the advancer tube in place, may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, ¿remove device¿, it instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Failure to hold the advancer tube in place and/or a proper position of the tamping tube not being maintained during catheter removal, could dislodge the sealant from the vessel wall. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken.